Event description:
This MDR is being filed in accordance with the additional reporting conditions included in cepheid's emergency use authorization (eua) for this assay. In addition to the existing reporting requirements under the MDR regulation (21 cfr 803), FDA's eua authorization letter requires cepheid to report to FDA any suspected occurrence of false positive and false negative results and significant deviations from the established performance characteristics of the product. Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer collected samples from a patient with no symptoms of covid-19. This test was being performed for travel screening. Sample was collected on (B)(6) 2021 and tested same day using xpert xpress sars-cov-2 and the result was sars-cov-2 presumptive positive. Because patient was asymptomatic, sars-cov-2 positive result was not reported to physician. Later the same day, sample was retested again using xpert xpress sars-cov-2 and the result was sars-cov-2 negative. This retest sars-cov-2 negative result was reported to physician. Customer is questioning the initial sars-cov-2 presumptive positive result because the patient did not have symptoms of covid-19. Review of data provided by the customer showed presumptive positive sars-cov-2 results with a late CT but no evidence of product malfunction.

Manufacturer narrative:
This MDR is being filed in accordance with the additional reporting conditions included in cepheid's emergency use authorization (eua) for this assay. In addition to the existing reporting requirements under the MDR regulation (21 cfr 803), FDA's eua authorization letter requires cepheid to report to FDA any suspected occurrence of false positive and false negative results and significant deviations from the established performance characteristics of the product. Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer collected samples from a patient with no symptoms of covid-19. This test was being performed for travel screening. Sample was collected on (B)(6) 2021 and tested same day using xpert xpress sars-cov-2 and the result was sars-cov-2 presumptive positive. Because patient was asymptomatic, sars-cov-2 positive result was not reported to physician. Later the same day, sample was retested again using xpert xpress sars-cov-2 and the result was sars-cov-2 negative. This retest sars-cov-2 negative result was reported to physician. There was no known deterioration of health or change to patient treatment. Customer is questioning the initial sars-cov-2 presumptive positive result because the patient did not have symptoms of covid-19. Review of data provided by the customer showed positive sars-cov-2 results with no evidence of product malfunction. Cepheid's patient safety board reviewed the case and the data provided by the customer. Testing performed on patient without suspicion for covid-19 is outside of intended use. Review of initial sars-cov-2 presumptive positive test shows normal amplification/epf with late CT. Review of retest sars-cov-2 negative result also shows normal spc amplification/epf. Initial presumptive positive result is true presumptive positive result. In the absence of concern for contamination, discrepancy is likely due to viral load near or below lod. All tests show no evidence of product malfunction. There was no known deterioration of health. False positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of xpert xpress sars-cov-2 eua IFU; positive results are indicative of the presence of sars-cov-2; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Note for section device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid.